Event description:
Event description boston scientific received information that shortly after this ventricular implantable lead was placed (the same day), decreased sensing measurements were noted. It was confirmed that this lead had dislodged. No adverse patient effects were reported.